Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a tiny piece 1/2 centimeter could not be removed but so small it will come out on it's own/portion of the essure was left') in an adult female patient who had essure (batch no. A38516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In march 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In april 2013, the patient experienced migraine ("migraines"), headache ("headaches") and feeling abnormal ("neurological conditions or problems type brain fog"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced pruritus ("frequent itchiness"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain") and arthralgia ("joint pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vulvovaginal mycotic infection, pruritus, migraine, headache, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, abdominal pain, pelvic pain, back pain, adnexa uteri pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information, lot number, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a tiny piece 1/2 centimeter could not be removed but so small it will come out on it's own/portion of the essure was left') in an adult female patient who had essure (batch no. A38516- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinarytract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinarytract/vaginal) type: yeast"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and feeling abnormal ("neurological conditions or problems type brain fog"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced pruritus ("frequent itchiness"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain") and arthralgia ("joint pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vulvovaginal mycotic infection, pruritus, migraine, headache, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, abdominal pain, pelvic pain, back pain, adnexa uteri pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage lot number reported a38516 is not valid. Most recent follow-up information incorporated above includes: on 15-jul-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a tiny piece 1/2 centimeter could not be removed but so small it will come out on it's own/portion of the essure was left') in an adult female patient who had essure (batch no. A38516- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinarytract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinarytract/vaginal) type: yeast"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and feeling abnormal ("neurological conditions or problems type brain fog"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced pruritus ("frequent itchiness"). In (B)(6)2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain") and arthralgia ("joint pain"). The patient was treated with surgery (surgical removal of coil(s). Tubal reversal / essure removal and curettageof uterus). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vulvovaginal mycotic infection, pruritus, migraine, headache, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, abdominal pain, pelvic pain, back pain, adnexa uteri pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage lot number reported a38516 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a tiny piece 1/2 centimeter could not be removed but so small it will come out on it's own') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinarytract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinarytract/vaginal) type: yeast"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and feeling abnormal ("neurological conditions or problems type brain fog"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced pruritus ("frequent itchiness"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In(B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain") and arthralgia ("joint pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, pruritus, migraine, headache, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, abdominal pain, pelvic pain, back pain, adnexa uteri pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a tiny piece 1/2 centimeter could not be removed but so small it will come out on it's own') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and feeling abnormal ("neurological conditions or problems type brain fog"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced pruritus ("frequent itchiness"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain") and arthralgia ("joint pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, pruritus, migraine, headache, feeling abnormal, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, abdominal pain, pelvic pain, back pain, adnexa uteri pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. New event device breakage was added. Date of removal was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.